Event description:
This case is cross referred with the (B)(6) (same patient). This unsolicited case from united states was received on 13-jul-2017 from a patient. This case concerns a (B)(6) male patient who received treatment with synvisc one injection and later after 14 days experienced knee swelling. Patient had received synvisc one twice in past. It was reported that the injection helped the patient a lot but the only negative was massive swelling about 5 days after the injection. Patient was allergic to penicillin and codeine. Concomitant medications included fluoxetine hydrochloride (prozac) for depression, metformin hydrochloride (metformin) for type ii diabetes, meloxicam (mobic) for inflammation, pantoprazole sodium (protonix) for acid reflux and hydrochlorothiazide as water pill. On (B)(6) 2017, patient received treatment with intraarticular synvisc one injection, 1 dosage form once (batch/lot and expiration date not provided) for meniscus of right knee is gone. It was reported that the patient received 1 shot of synvisc one every 6 months. On (B)(6) 2017, 14 days after the injection, patient's knee swells up and only a 7 day prednisone pack would take the swelling down. It was reported that the second round of synvisc one was scheduled for (B)(6) 2017. Corrective treatment: prednisone pack. Outcome: recovered. A pharmaceutical technical complaint (ptc) was initiated with global ptc number (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: required intervention. Additional information was received on 04-aug-2017. Global ptc number and ptc results were added. Text was amended accordingly.

Event description:
This case is cross referred with the (B)(6) (same patient). This unsolicited case from united states was received on 13-jul-2017 from a patient. This case concerns a (B)(6) male patient who received treatment with synvisc one injection and later after 14 days experienced knee swelling. Patient had received synvisc one twice in past. It was reported that the injection helped the patient a lot but the only negative was massive swelling about 5 days after the injection. Patient was allergic to penicillin and codeine. Concomitant medications included fluoxetine hydrochloride (prozac) for depression, metformin hydrochloride (metformin) for type ii diabetes, meloxicam (mobic) for inflammation, pantoprazole sodium (protonix) for acid reflux and hydrochlorothiazide as water pill. On (B)(6) 2017, patient received treatment with intraarticular synvisc one injection, 1 dosage form once (batch/lot and expiration date not provided) for meniscus of right knee is gone. It was reported that the patient received 1 shot of synvisc one every 6 months. On (B)(6) 2017, 14 days after the injection, patient's knee swells up and only a 7 day prednisone pack would take the swelling down. It was reported that the second round of synvisc one was scheduled for (B)(6) 2017. Corrective treatment: prednisone pack. Outcome: recovered. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: required intervention.